Event description:
Dr. (B)(6) reports infection occurred after placement of the pleurx catheter. The pleurx catheter was placed in the patient on (B)(6) 2013 for malignant pleural effusion and a trapped lung. On friday (B)(6) 2013, the patient was found to have coagulase-negative (B)(6) growing in the pleural fluid. The catheter track is not infected. Dr. (B)(6) wants to know if a problem was detected with the specific lot number or if any changes to the catheter have taken place in recent months. The following additional information was provided by the physician (dr. (B)(6)) on (B)(6) 2013: the patient has metastatic squamous cell carcinoma, non-small cell lung carcinoma, renal cell carcinoma (rcc) status post nephrectomy, chronic renal insufficiency secondary to nephrectomy, and hypertension. The patient was being treated with everolimus, a drug for rcc. The physician indicated that there was no difficulty noted at the time of catheter placement and there was no defect noted during placement or during the time the patient has had the catheter in place. The only thing that the patient experienced is that the drain plugged and the patient was admitted on (B)(6) 2013, overnight for intrapleural tpa treatment. The physician believes the patient is compliant with proper technique during drainage sessions but states that this is always the question. For the coagulase-negative (B)(6) infection, the patient will be getting intravenous cefazolin and a modified clagget procedure: intrapleural cefazolin irrigation for 5 days; then will be clamped and they will leave antibiotic fluid in the pleural space, hoping to sterilize it. The patient will remain in the hospital for 1 week for the treatment. The physician indicated that the patient is currently in good condition. Per the physician, there is no evidence of tract infection and she is irrigating the patient with a superior drain, draining out the pleurx currently. On (B)(6) 2013, dr. (B)(6) further indicated that the physicians' practice is to create a tunnel approx. 15cm in length for placement. On (B)(6) 2013, the physician indicated that the catheter was removed from the patient on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Evaluation summary: one (1) opened pleurx catheter was submitted for evaluation. Examination of the submitted sample did not reveal any manufacturing defect that may lead to the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly kit is subjected to sterilization processes that exceed current industry standards. Any failures would be immediately culled from production and scrapped. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material history files, sterilization batch records, and components used during the manufacture of the lot involved. Based on the investigation results and the statement provided by the customer related to the length of the insertion tunnel performed, the root cause was identified as customer misuse. A thorough review of the instructions for use (IFU) provided with the product was performed. The review found that the IFU is robust enough and directs the user of the product on the proper technique and proper depth for the placement of the catheter. Appropriate feedback will be provided to the user of this product regarding labeled instructions and precautionary warnings related to the use of this device. The manufacturing plant will continue to monitor this issue to identify the need for any further actions.

Manufacturer narrative:
(B)(4). The sample is said to be available but has not been received yet. Also, the specific lot number involved is unknown, but two possible lots were provided. When the sample is provided and/or the investigation is complete, a follow-up medwatch report will be submitted.